Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the central processing unit (cpu) and backlight inverter printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator upper display was unreadable. There was no patient involvement.

Manufacturer narrative:
(B)(4).